Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. After overriding the engagement test, the instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument clamped, fired and unclamped without any issues. The instrument was fired an additional time with the jaws in a different orientation without issue. A review of the log shows no firing failures. Additional observations not reported by site that is not related to the customer reported complaint: the instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. This instrument¿s jaws were not following the mtm input commands smoothly. The instrument was also found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing from distal end that caused the engagement and motion failures with the instrument. The root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 was not firing correctly. No stapler reloads were saved for failure analysis. Another stapler was used to continue. The procedure was completed with no reported injury.